Event description:
The pace/sense rv(right ventricular) lead triggered three lia¿s(lead integrity alerts) for hrns episodes and sic ¿ one in 2021,one in 2022, and most recently in (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).